Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer. Information was received that this occurred on (B)(6) 2020 in room 241. The customer told the rce that they are looking for any information from logs to assist with determining if alarms occurred, if alarms were silenced and any other details available. The customer reported that the equipment was evaluated by themselves and by a philips field service engineer (fse), and all are working as expected and were in operation.the alarms log and configuration information was provided to a philips clinical specialist (cs). The cs found 32 red alarms from this patient between midnight and 4:10, alarms were suspended 8 times and silenced one time. There was no silence or suspend logged after 3:15. The logs show fairly constant red alarms from 3:25-4:10. Patient was monitored with ECG, resp and spo2. There were 6 waves ( ii v avr pleth resp ii) & 8 parameters showing at the central station. A product malfunction at the time of the incident cannot be ruled out. Although the device was tested by a philips field service engineer and customer, and no issues were found, the log file is unable to show that the alarms were turned off, which was suspected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer requested assistance in reviewing device logs and performance to understand what occurred and if alarms were provided and/or silenced. The request was made due to a patient death.